Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of the use error which resulted in the peritonitis was undetermined.

Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer from (B)(6) of a patient who did not wear a mask and they did not follow peritoneal dialysis (pd) protocol and peritonitis in a patient coincident with dianeal pd2 unknown therapy for peritoneal dialysis (pd) via continuous ambulatory peritoneal dialysis (capd). At the time of this report, the action taken with the dianeal pd2 unknown therapy was unknown. On an unreported date, the patient did not wear a mask or follow pd protocol. On (B)(6) 2012, the patient experienced peritonitis manifested as abdominal pain. The cause of the peritonitis was from not wearing a mask and not following pd protocol. On (B)(6) 2012 the patient was hospitalized for the peritonitis. On an unreported date, the patient began remedial therapy for the peritonitis with amikacin and vancomycin. The outcome of the event was not reported. A causality statement was not provided.